Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced an off no power and beep anomaly. The customer's blood glucose was 178 mg/dl. The customer stated that the insulin pump would not turn on, despite several battery replacements. The customer stated that after a few battery changes, the insulin pump turned on and worked for an hour to 1.5 hours. The user also reported having trouble hearing the beeps, stating that the beeps were not as loud or much shorter than normal. During troubleshooting, the customer reported that the insulin pump was not turning on upon insertion of a new battery. The caller was advised to replace the insulin pump.